Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of fluid exiting the y-site is confirmed. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. No damage was observed on the valve of the y-site and no cracks were found in the y-site or the proximal luer hub. The sample was flushed and pressurized with a 12 ml syringe of water and no leakage was found. A droplet of water was observed to form near the valve of the y-site when the sample was pressurized; however, no continuous dripping or leaks were observed. The blue stem of the valve can move slightly according to the pressure to which it is exposed. Fluid that is positioned between the blue valve stem and the white valve housing can be pushed out from the white valve housing under positive pressure. The product IFU warns: ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leaking from the needless connector. Procedure was completed with another port needle. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.